Event description:
It was reported that during an unknown procedure, impossible to open the device after clip placement. Loss of 2 liters of blood. Pneumonotomic: control of azygos vein. It is unknown how the procedure was completed. Additional information has been requested, but to date, no response has been received.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw was noted to be broken at bifurcation. Evidences of corrosion were noted on the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The found condition of the jaw is not related with the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
A nurse contacted global technical services (gts) regarding assistance with therapy. The nurse stated that the doctor wanted her to change the solution strength. The nurse disconnected and switched the heater bag with the supply bag. Gts explained that if the nurse disconnected any bags, the supplies were compromised and the nurse would need to start the therapy over with new supplies. The nurse stated, the doctor had been changing the concentrations and wanted the patient to have continuous therapy. Product surveillance contacted the patient's nurse. According to the nurse, the patient has been fine and was seen in clinic recently. No patient injury or medical intervention associated with this event was reported.